Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set fell off event on (B)(6) 2024.the event occurred within 2 days of insertion.the patient replaced infusion sets and resumed insulin deliveries successfully. No further information was available.